Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
D9: returned to mfg: yes, date returned: 4/21/25, h3: device evaluated by mfg: yes, remove reason for non-evaluation, remove other reason, remove h10.